Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable troponin t hs assay results for one patient from the cobas e 801 module. The result from a plasma sample was 0.148 ng/ml. The result from a serum sample was 0.236 ng/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 305652 with an expiration date of 31-jul-2019.

Manufacturer narrative:
Sample material from the patient was submitted for investigation. Refer to the attachment to the medwatch for all patient data. (B)(6).

Manufacturer narrative:
Upon investigation of the patient sample, an interferent against a component of the reagent was found and was the most likely cause. Such interference is covered in product labeling. Insufficient sample material remained for further identification of the interference.